Event description:
It was reported that this pacemaker exhibited oversensing of noise likely from a medical procedure/electromagnetic interference (emi). The patient complained of chest pain, however, the health care professional (hcp) determined the symptoms were not device related. No adverse patient effects were reported. This device remains in service.